Event description:
The customer complained that the head section is drifting down.

Manufacturer narrative:
The technician replaced the head down valve, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.